Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available. It was reported that the sensor was inserted into the buttocks which is an unapproved site. Labeling indicates that sensor placement and insertion is not approved for sites other than the belly (abdomen).